Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature was not displaying correctly in an arctic sun device. Per review of wo on 11jul2024, device was used on patient and no impact to the patient, different device was used.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed isolation circuit card. The device was evaluated upon receipt. Calibration failed due to error 99 . This is a problem with the patient temperatures or temp out connection. So the customer complaint can be this problem. Replaced isolation card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature was not displaying correctly in an arctic sun device. Per review of wo on 11jul2024, device was used on patient and no impact to the patient, different device was used. Per follow up information received via email on 06aug2024, device was sent to task management depot for repair. Isolation circuit card was replaced. No patient impact, switched to different device.